Manufacturer narrative:
B3 - date of event: as the actual procedure date was unknown, the event date was approximated to (B)(6) 2023 based on the date boston scientific became aware of the event.

Event description:
It was reported that the ultrasonic core (usc) fractured internally. An ekosonic endovascular device, 106x50cm was selected for use to treat a pulmonary embolism. The infusion catheter (ic) was placed without issue. When the usc was advanced into the ic, there was resistance encountered. The usc fractured within the ic. All pieces of the usc were removed successfully. The usc was replaced to complete the procedure and there were no reported patient complications.